Manufacturer narrative:
(B)(4).to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were sticking to the fallopian tube during a laparoscopic tubal ligation. When the surgeon tried to remove the jaws, the sealed area became compromised. As a result, the surgeon removed the fallopian tube. The surgeon had to extend the procedure by more than 30 minutes. The patient is currently in good condition.